Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms while supporting a patient. The customer also reported that the patient had fluctuating fill volumes. The patient was switched to a companion 2 driver without adverse impact. The hospital decided to keep the patient in-house until transplant. Although the freedom driver exhibited fault alarms, the driver continued to function as intended. This alleged failure mode poses a low risk to the patient because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.